Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the error message stated it could be a hardware peripheral problem. A field service engineer unplugged the bio ID, thermal printer, keyboard, barcode scanner, and internet cable, then rebooted the station, but there was no change. The customer had reported that the station was stuck trying to revert to the previous software version. The fse re-imaged the hard drive and configured the system. The customer tested the repaired station, all peripherals and verified current meds and patient listings, and performed inventories. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the station is stuck trying to revert to previous software version. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.